Manufacturer narrative:
A needle that broke at the point end, missing its point, was submitted for this evaluation. A microscopic inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch gm2086, batch gp2052, batch ha2213.

Event description:
It was reported that a patient underwent a surgical procedure for a varicose leg vein on (B)(6) 2014 and suture was used. During continuous suturing under the skin, the tip of the needle broke. The surgical field was searched, but the needle was not found and so the doctor closed the incision. The needle tip was not found during x-ray. It is unknown whether the missing tip remains in the patient's body. The current condition of the patient is stable.